Event description:
It was reported that the user experienced prolonged hyperglycemia after breakfast with a peak glucose of 370 mg/dl, announced two meals, administered a multiple daily injection using a subcutaneous insulin pen while on ilet therapy, and paused therapy but not for the full two hours recommended; glucose remained elevated into the night after dinner until an infusion set change led to regulation, with no device or supply abnormalities observed and the device component involved not specified due to insufficient information. Symptoms included dry mouth and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.